Event description:
Four mins into the treatment, the pt called out to clinic staff that "something's wrong." The pt complained of back, leg, flank and chest pain, and was noted to be flushed in the face, nervous and extremely restless. Blood pressure was recorded at 170/75 and pulse at 80. No hives were noted and there was no complaint of itching. Oxygen at 5l was administered via nasal cannula and the pt was transported via ems to the hosp. The pt was admitted for observation. This was the pt's 7th treatment with this dialyzer type; no reuse is practiced. Ace inhibitors are not prescribed for this pt. The pt has since been switched to the ca150 dialyzer. The instructions for use for priming the psn170 were followed by clinic staff.